Event description:
Customer reported her enlite sensor had an unexpected re-initialization. The customer also reported receiving a weak signal alert. Customer's blood glucose was 141 mg/dl. The customer was advised of how a sensor re-initialization can occur. It was also found the customer's minilink transmitter was working properly. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.